Event description:
It was reported that the procedure was to treat a saphenous vein graft (svg) to the right coronary artery. A 4.0 x 16 mm graftmaster was deployed in an attempt to seal a long linear perforation in the svg. The stent was too short to completely seal the perforation. The perforation continued to grow and the patient condition deteriorated. The patient chest was opened in an attempt to treat the perforation which continued to grow and the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for a stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.